Manufacturer narrative:
(B)(4). The issue of an ars leak could not be confirmed during functional testing of the returned sample. The customer returned one arrow ra ulerson syringe (ars) and 18ga introducer needle for analysis. Visual analysis of the ars did not reveal any obvious defects or anomalies. The returned sample was functionally tested using the returned introducer needle in accordance with the instructions-for-use provided with this kit. The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The ars was able to draw and aspirate water with and without the introducer needle, without any leaks or air build-up. The module requirement document for raulerson syringes was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allowed passage of the inner cannula prohibited the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars was to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A va cuum test was performed on the ars syringes to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and did snap back into a position = 1cc from the starting position. Therefore, the internal valves of the ars were functioning as intended. A device history record review was performed, and no relevant findings were identified. Based on the customer report and returned sample, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the arrow raulerson syringe was found leaking during use on the patient. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the arrow raulerson syringe was found leaking during use on the patient. The patient's condition is reported as fine.